Manufacturer narrative:
D10 concomitant products: fgs-0635 cf delivery dev caps bravo x5 - fgs-0635, lot# 64078f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the patient¿s esophagus but did detach to the delivery system. A second capsule was placed and still did not attach to the patient¿s esophagus and remained attached to the delivery system upon removal. A third capsule was placed and it attached successfully. Additional sedation was done. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate the placement of the capsule. There was no patient or user harm.

Manufacturer narrative:
Additional information: b5, d4(UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. The bravo delivery system was inspected under magnification. Adhesive was noted on the nose of the delivery device. It was reported that the capsule failed to attach to patient's esophagus. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the patient¿s esophagus and detached from the delivery system. There was some mucus on the end of the delivery system that ended up sticking to the capsule. When the delivery system was removed, the capsule was hanging on to the delivery system by the mucus and did not allow the healthcare professional to use any other tools to retrieve it. A second capsule was placed and still did not attach to the patient¿s esophagus and remained attached to the delivery system upon removal. A third capsule was placed and it attached successfully. Additional sedation was done. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate the placement of the capsule. There was no patient or user harm.